Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed a failure with oxygen delivery. Ventec observed that the device was providing ventilation; however, the compressor was not functioning properly and, as a result, internal oxygen would not be delivered and the device did not provide an o2 concentration alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of oxygen delivery failure, as well as the lack of an o2 concentration alarm was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a failure of the media bed's shut-off valve.